Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence on (b)(6 2007 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with urethropexy and cystoscopy with bladder biopsy. It was reported that the patient underwent left extracorporeal shock wave lithotripsy on (B)(6) 2009 due to left renal calculus. No additional information has been provided. (B)(4).

Manufacturer narrative:
(B)(4): it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. Following insertion, the patient experienced pain. It was reported that the patient has undergone multiple surgeries and revisionary procedures.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary problems, organ perforation, recurrence, bleeding and dyspareunia. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted due to sui and bladder lesion.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.